Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment of right posterior communicating artery aneurysm. That marker band of the echelon microcatheter was dislodged. It was reported that according to the regulations of the IFU, the echelon microcatheter was chose to the location. It was found that the microcatheter had no distal imaging marker band. After the replacement of another echelon microcatheter with the same lot number, the operation was completed smoothly. No patient injury was reported. It was reported that it is unknown about the marker band position and this will not be made available from the site.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, approximately 2.0mm of the distal marker band and tip were found separated and missing from the echelon microcatheter. The location of the missing segment is not known. No issues or irregularities were found with the echelon-10 hub. The tubing material at the distal broken end exhibited with jagged edges and stretching with the inner elliptical wire exposed. No other anomalies were observed. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter tip separated when exceeding the tensile strength of the tubing material. It is possible high force was used (pushing/pulling) during delivery of the first implant coil; subsequently causing the catheter tip to separate. However, the root cause for the tip separation could not be determined. All products are 100% inspected for damages and irregularities during manufacture. As noted in the echelon IFU (instructions for use): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.